Event description:
The company received a report of a leak between the pilot balloon and inflation valve. The reporter indicated this was discovered during pt use resulting in extubation of the tube and recannulation of a replacement tube.

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. If the sample is returned and significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.